Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and the imaging window detached near the lap joint section. A broken drive cable began 60 cm from the distal end of the connector shaft. The distal section of the imaging core was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. After the device crossed on the wire and while still outside the patient, a snapping sound was heard before the device could be inserted into the guide catheter. It appeared that the opticross catheter was spiraled by itself.the device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and the imaging window detached near the lap joint section. A broken drive cable began 60 cm from the distal end of the connector shaft. The distal section of the imaging core was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. After the device crossed on the wire and while still outside the patient, a snapping sound was heard before the device could be inserted into the guide catheter. It appeared that the opticross catheter was spiraled by itself.